Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the pacemaker could not be interrogated via the inductive wand. The device was explanted and replaced. The patient condition was stable.